Manufacturer narrative:
Although the cause of the adverse event cannot be determined, cure medical agrees with the patient's assertion that reuse of the single-use device is a likely contributor.

Event description:
Patient (user) reported she contracted a urinary tract infection (uti). She was prescribed a 7 day course of keflex to treat the infection. No defect or malfunction was reported with the catheter. The patient said she is forced to reuse some catheters because her insurance does not cover the quantity required for her needs. She said she thinks the reuse is the contributing factor for her acquiring infections. She is working with her doctor to get documentation submitted to insurance with the hope of being approved for additional supplies.